Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit alarmed and lost the ability to mechanically ventilate during a case. The unit was switched to manual ventilation to complete the case. There is no report of patient injury.